Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition of itchy bumps from amino therapy was exacerbated by the lifevest equipment. The patient described the area as itchy bumps from pre-existing amino therapy. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed triamcinolone acetonide for the skin irritation. Follow up indicated that the skin irritation improved.